Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal to superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. During first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.